Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is (B)(6) 1999.

Event description:
Boston scientific received information that this patient presented to the hospital for a routine pacemaker change due to elective replacement indicator (eri). It was reported that there was oversensing on the atrial channel and that a lead safety switch was declared and the lead configuration had been changed to unipolar. Unipolar configuration displayed low impedances however, not out of range. The patient would not consent to a new lead implant. No adverse patient effects were reported. Remains in-service.